Event description:
It was reported, to medtronic minimed. That the customer, experienced damage a crack on the pump. The customer reported, no adverse event. The event involved product(s) mmt-1712kl. Customer reported, physical damage on the pump. Not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712kl was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received, with critical pump error (open book image) alarm. Unable to verify software version, due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection. And found moisture damage on the electronics, motor, force sensor and internal battery. The test p-cap locks properly into the reservoir compartment. The following were noted, during visual inspection: cracked select button keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Pump received, with critical pump error (open book image) alarm, due to moisture damage on the electronic assembly. Cosmetic damage was confirmed, at the case corner of the belt clip rails near the battery compartment. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.